Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed a leak in the patient line during prime. However, the hp stated that the leak was not caused by an overprime. The hp could not identify the exact location of the leak on the patient line. The hp discarded the supplies and started the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.